Event description:
It was reported that during a gynecologic procedure, the alarm triggered. The clamp was removed from the patient, and it was noticed that one of the jaws has been lost. It remained into the patient. Implantation of a foreign matter. They did not use an x-ray or ultrasound to locate the jaws. It was considered it will not be a problem if the jaw remained into the patient. They sutured to complete the procedure. They will not get it. One device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.